Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to pass the 2.50x12mm taxus liberte drug eluting stent through a previously placed stent. The stent could not cross and the physician elected to move both the guide and stent more proximal in order to pass a more supportive guide. After the guide was exchanged, the physician went to reintroduce the stent and noted that the stent struts were flared. The procedure was completed with another taxus liberte stent. No patient injuries or complications occurred. Patient status is satisfactory.